Event description:
During oral care, the foam came off the swab and was removed with a scope and forceps.

Manufacturer narrative:
Oral care was being performed on a ventilator dependent pt and the foam apparently came off the suction swab. The anesthesiologist sedated the pt and removed the foam using a laryngoscope and forceps. The facility was not utilizing a bite block during oral care. The sample was returned and forwarded to MFR for eval. The sample showed evidence of glue on the suction handle with small amounts of the foam still attached. The device history records for this lot were reviewed and all foam pull tests were within established spec. We have to trend for this reported issue with the foam. A root cause has not been determined, but we cannot rule out the possibility that the end user bit down on the suction swab as it was being removed from the mouth, causing it to shear off.